Manufacturer narrative:
(B)(4). Reporter's phone number was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. However, the assignable root cause could not be determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the power module device led illuminated. It was further determined that the device failed pretest for check charging sockets, information button and self-test, charging and checking of power module in charger, function- test, saw- test and check indicator- liquid damage. It was reported in the service order that the device led light was illuminated. The event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.